Event description:
During a hysteroscopic procedure, a uterine perforation was inflicted that triggered a perforation notification by the system and the procedure was immediately terminated. The patient was taken to the recovery room, released the same day without the need for any additional medical and/or surgical interventions.

Manufacturer narrative:
The complaint device was not returned for investigation. No device malfunction was reported. Based on the review of the complaint and lot history record, no device non-conformance was observed.Uterine perforation is a well-recognized potential adverse event associated with diagnostic hysteroscopy and is adequately described in the Aveta System User Manual that states: "Uterine perforation may result in possible injury to bowel, bladder, major blood vessels and ureter".